Event description:
The device was used during a laparoscopic gastric procedure. Reportedly, the device was difficult to open. The cartridge disengaged from the device was retrieved. No pt injury was reported.